Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a month ago, the reader was smoking and the patient smelled smoke. The patient unplugged the monitor. No further troubleshooting was done. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Event description:
The remote monitor was returned and replaced.

Manufacturer narrative:
Product analysis: model: 24952b, serial/lot#: (B)(6): the remote monitor was returned and the analysis revealed that the radiofrequency (rf) head battery was defective. It was also noted that the rf head was returned with gold contact and the remote monitor failed during interrogation test. Moreover, the unit was charged for one hour and error codes 3230, 2108, 2300, 5704 and 8218 were found in the failure analysis log. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.